Event description:
Package indicated strattice 8 cm x 8 cm but product size was 6 cm x 6 cm. This complaint was evaluated as a packaging problem with no serious injury. Lifecell is now reporting this incident as a malfunction, as out of box failure, that could contribute to a serious injury if the event were to recur and there was not another device present to complete the procedure. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Device was evaluated as a part of a recall investigation. Review of information reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot. Review of the device history records resulted in no remarkable findings; at the time of initial investigation, (B)(4) other similar complaint was reported to lifecell against lot s10624. Of the (B)(4) devices processed for lot s10624, (B)(4) devices were distributed and (B)(4) devices were reported as implanted. The device did not meet the size specified on label.